Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up. During the firmware upgrade, the pacemaker entered backup vvi operation continuously. The device was restored successfully. The firmware update was not attempted again and the patient was fine after the event.